Event description:
Healthcare provider reported a left side rupture. Healthcare provider provided operative report which noted "preoperative diagnosis noted as mild asymmetry and baker grade I breast implants. Postoperative diagnostic noted as mild asymmetry and baker grade I breast implants and rupture left implant." The device has been explanted.

Manufacturer narrative:
This is a follow up to emdr 9617229-2022-09208 from legacy complaint handling system. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.